Event description:
The account stated smoke came out of the left side of the cd4000 analyzer. The operator turned off the power. No injury to operator was reported. Service was requested for the cd4000 analyzer.

Manufacturer narrative:
Investigation is pending. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.